Event description:
It was reported that on (B)(6) 2015 they ¿got more medication than she should have¿ during a refill, referring to aspirating too much medication from the pump reservoir. The nurse at the refill ¿put a flag up¿ for the patient to go see the neurosurgeon because the pump ¿might be slowing down.¿ the last pump interrogation in january showed 3-4 months remaining for the pump. There were no patient symptoms reported. The device system delivered baclofen; it was unclear if the drug was gablofen or lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).